Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures had been modified. A functional evaluation was performed. The device failed the weight test. The piston migration could not be taken because of the modification performed on the enclosures. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during the set-up of an unknown procedure, the spider 2 tenet did not hold pressure. The procedure was successfully completed without delay. It is unknown how the procedure was completed. No patient injury or other complications were reported.